Manufacturer narrative:
E1: alternate reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was treated with unspecified antibiotics at home. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
Additional information: b6, and b7. Should additional relevant information become available, a supplemental report will be submitted.